Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The highly stenosed target lesion was located in a non tortuous and non calcified coronary artery. A 4.00x12 synergy drug-eluting stent was advanced using a guidezilla guide extension catheter but failed to cross the lesion. When the stent delivery system was retrieved, the stent was not on the balloon anymore. The physician was not able to find the stent even after the device was rinsed. The procedure was completed with another stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the sds and was not returned for analysis. The maximum crimped stent profile is within the specification. The distal edge of the bumper tip of the device showed signs of slight damage. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were visible on the exposed balloon wall but not very prominent. The balloon wings were relaxed from their original folded position appearing as if positive pressure was applied. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The highly stenosed target lesion was located in a non tortuous and non calcified coronary artery. A 4.00x12 synergy¿ drug-eluting stent was advanced using a guidezilla guide extension catheter but failed to cross the lesion. When the stent delivery system was retrieved, the stent was not on the balloon anymore. The physician was not able to find the stent even after the device was rinsed. The procedure was completed with another stent. No patient complications were reported and the patient's status was fine.